Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was seen in clinic and their system controller screen was dim and difficult to read. Log files displayed a few low flows where the low flow estimator dropped below 2.5 liters per minute (lpm). There were no other unusual events seen within the log file. Based on the pictures attached in the email, technical services recommended to replace the controller. The system controller was exchanged. Additional information was provided that new system controller faulted, and another controller exchange was required. Log files confirmed the yellow wrench alarms associated with a system controller fault. The fault appeared to be associated with the emergency backup battery (ebb) test circuit fault (yellow wrench, replace controller, backup battery test circuit (55)).

Manufacturer narrative:
Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of a replace system controller alarm was confirmed via the submitted log file. The system controller (serial number: (B)(6)) was returned for analysis in unremarkable condition. A log file was submitted for review and data from the reported event date of 27aug2024 was reviewed. At 05:18:26, a yellow wrench alarm is active with a replace system controller alarm. There were no other notable events active in the log file. Pump operation was not affected. The returned system controller was functionally tested and passed all testing. The system controller was able to run a mock loop for an extended period of time. The reported alarm was not reproduced. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: pcx-16941) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate ii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including replace system controller alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook (rev. C) section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate ii lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.